Manufacturer narrative:
The device was not returned for physical investigation. Conclusion: a culture was not taken to verify the infection (abscess). The patient required surgery to correct the infection. There is no report of device malfunction and all devices are sterilized through validated method and sterilization certificate is on file for all lots of devices. It is probable that the irritation/infection occurred post procedure through site care, but this cannot be determined without additional information.

Event description:
On (B)(6) 2023 the patient had a svt ablation procedure. The vascade mvp devices were selected for closure and inserted into the sheathes. The discs were deployed, the sheathes were removed, and temporary hemostasis was achieved at all access sites. The keys were inserted into the locks/grips and the black sleeves were retracted to expose the collagen plugs. The push rods were utilized to strip the collagen plugs from the devices, and the devices were removed. The patient was later discharged. Three days' post operation the patient returned with a bilateral inflammation and an abscessed on her right groin. When the abscessed was expressed the collagen came out. Surgery drained the other access sites but the collagen remained intact. It is noted that the patient was allergic to augmentin but no other known allergies. Patient was properly scrubbed and device was properly deployed. Additional information provided on oct 19, 2023. It was initially reported as an allergic reaction. This was reassessed after the access site was drained and only one collagen plug was removed and the sites healed without issue. Therefore, the access site was infected.